Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 203 mg/dl. The customer stated that he had gone to the beach and had his insulin pump in the back pocket of his swimming shorts. Advised discontinuation of the insulin pump. Nothing further reported.